Manufacturer narrative:
Concomitant medical products: 6996sq41, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and the r waves had diminished since implant. The lead remains in use. No patient complications have been reported as a result of this event.